Event description:
It was reported that the right ventricular (rv) showed a high number of short v-v intervals and non-sustained tachycardia episodes with noise in unipolar polarity. Noise was not reproduced when programmed to bipolar. The lead remains in use in bipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).